Event description:
It has been reported the pt vomited and experienced a headache post-operative. The physician called in a prescription and had the pt lie flat for 24 hrs. Further f/u indicated, the symptoms were resolved and the pt was successfully programmed. Pt reported effective coverage for the desired pain pattern.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.